Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure in which the existing device was removed and a new ipp was implanted. During the procedure fluid loss at an unknown location was noted. The patient was said to be doing fine after the procedure. It was further reported that the patient presented an ipp that would not inflate. No more information available through physician. Should additional information become available, it will be provided.